Event description:
Interface update, patient status updated to expired. Online obituary noted patient deceased on the (B)(6) 2024. Allegation relates to non-capture on the right atrial (ra) lead on the presenting electrograms (egm) four days prior passing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).